Event description:
It was reported, the camera head was very hard, and if you turn it forcibly, scrapes come out of the connection. The issue occurred during during pre-use inspection of a therapeutic lobectomy procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the scope mount. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was very hard, and if you turn it forcibly, scrapes come out of the connection. The issue occurred during pre-use inspection of a therapeutic lobectomy procedure. The procedure was completed. There were no reports of patient harm.